Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material and a statlock was attached to the juncture hub. Visual examination revealed the proximal extension line contained a large hole/separation adjacent to the proximal luer hub. The proximal luer hub was removed from the proximal lumen and the fractured surfaces were microscopically examined. The surfaces were slightly rough and jagged. The luer hub contained extrusion still within the hub. The total length of the catheter body measured to be 19.88" which is within specifications of 19.5-20" per product drawing. The outer diameter of the proximal extension line measured to be 0.093" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the proximal extension line measured to be 0.059" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The distal line was flushed using a lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the distal extension line was fully secured within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested.". The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The proximal extension line contained one hole/separation adjacent to the luer hub. The appearance of the damage was consistent with a manufacturing related root cause. Due to a rising trend of extension line/luer hub leaks, a CAPA has been previously initiated to further investigate this issue. The corrective actions associated with the CAPA were implemented in october 2019 which is after the manufacture of this device in october 2018. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It is reported: patient at home with apac care and PICC was caught on his infuser and hub snapped off. Pt admitted to ed and PICC removed. Admitted to ward and cannula removed. Patient receiving antibiotic treatment. Treatment delayed 24 hrs. Until cannula inserted. No patient injury.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the extension line leaked during use.

Event description:
It is reported: patient at home with apac care and PICC was caught on his infuser and hub snapped off. Pt admitted to ed and PICC removed. Admitted to ward and cannula removed. Patient receiving antibiotic treatment. Treatment delayed 24 hrs. Until cannula inserted. No patient injury.